Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an timplantable neurostimulator (ins). It was reported that the patient lost a lot of weight and didn¿t want the stimulator anymore. The ins was causing pocket pain due to the weight loss. The device was removed and discarded by the hcp. The issue was said to be resolved.